Event description:
The manufacturer received a report from a service engineer on behalf of the customer that a trilogy ev300 ventilator failed an active exhalation verification system setup test. There was no serious patient harm or injury that occurred or was reported. Review of the system setup test documentation confirmed failure of the active exhalation verification: s (+) p (+): pilot: reading test. The customer declined follow-up repair; therefore, no service documentation is available to identify the specific component(s) requiring replacement to address the issue. A final report is being submitted. If any additional information is received, a supplemental report will be filed.